Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reverted to an alternate pump for insulin therapy. The customer also had manual injection supplies available. There was no adverse impact to the customer¿s blood glucose level.